Event description:
The customer reports that the device shredded a skin graft, and that a second graft had to be taken. On 4/24/08 add'l info: biomedical engineer at the facility revealed that the delivery of the nitrogen pressure to the device, from the source in the various operating rooms at the facility, may vary and affect the speed of the dermatome. On 5/1/08 add'l info: a nurse at the user facility reported via telephone conversation, on this day, that her inquiry of the operating room staff, present at the time of incident, revealed that they thought that the device operated properly. They revealed that the device was set "too thin" when taking the first graft, and so it shredded the tissue. The device was "not reset" for a different thickness for the second graft, and when the surgeon saw it start to shred, again he stopped. Prior to taking the third graft, the "device was set to take a thicker specimen" and the graft was taken successfully.

Manufacturer narrative:
The device involved in the reported incident has been received, and an investigation has been initiated.